Event description:
It was reported that during a da vinci-assisted incisional hernia tapp procedure, the customer informed the technical support engineer (tse) that the vio dv 2.0 integrated electrosurgical unit (erbe) had no energy. The customer changed out instruments, cords, restarted the erbe and system with no change. The customer got tone and icons on the screen were lit up, but it had no energy. The customer continued the case with the vision side cart connected to an e-100 generator. The procedure was continuing with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting no energy from the vio dv 2.0 integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue could not reproduced. The unit energized and cauterized, and all ports recognized instruments. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer converted to another generator after the start of the procedure due to the erbe had no energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.